Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an unspecified infection after using baxter minicaps and subsequently passed away. The cause of the unspecified infection was not reported. Hospitalization and treatment for the unspecified infection was not reported. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
Additional information: h2, h6, and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.